Manufacturer narrative:
An evaluation of the scd 700 controller was performed for the reported condition of, ¿power cord - exposed copper wire¿. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 05/10/2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found the unit has bed power cord without copper wire exposed and bed hook cracked. The unit has been inspected, function tested, repaired, and recertified per procedure. The unit was restored to proper operation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that during testing the unit was found to have a damaged power cord and the unit is making noise. Upon triage at the service center, the service technician found a damaged power cord (copper wire exposed).